Event description:
Per the surgeon, the patient experienced poor hearing post implantation. The device was explanted on (B)(6) 2022. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on february 1, 2022.